Event description:
It was reported that patient was scheduled for battery replacement and pre-op impedance was ok during surgery. It was discovered that the lead was fractured. Some of the lead wire was removed from the generator pocket along with the generator. The patient was closed up with remaining lead still inside. The patient is to have a full revision at a later date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted devices have been received into product analysis. The explant date has also been updated. Product analysis was completed on the generator and it was discovered that low impedance was seen. The impedance was seen to fluctuate after the initial date of low impedance from normal to low impedance. High impedance was not observed. As pa discovered multiple instances of low impedances and no high impedance, low impedance will be captured as well. Fracture was reportedly seen during surgery and no high impedance event was reported. Pa of the lead will need to be performed to determine the cause of the alleged and observed lead malfunctions. Product analysis of the suspect device (lead) is underway but not yet completed. No other relevant information has been received to date.

Event description:
The generator product analysis revealed low impedance was first seen at an earlier date. Product analysis of the lead was completed and the fracture allegation was confirmed. Fluid leaks was also discovered. Based on the findings in pa that there was evidence of patient manipulation (twiddler syndrome) was the cause of the malfunctions. No other relevant information has been received to date.

Manufacturer narrative:
B3. Date of event, b5 describe event or problem (1st sentence only), b6 relevant tests/laboratory data, including dates (1st line/entry only); corrected data; supplemental 01 inadvertently omitted information known prior to submission.